Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a low battery life. The device was explanted and replaced. It was also reported that the left ventricular (lv) lead exhibited high pacing thresholds since implant. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.